Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. No definitive root cause could be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Event description:
The account alleges that during the procedure the sensor infusion pipe joint was found to be cracked, resulting in fluid leakage. No additional patient consequence to report.